Event description:
"Needle broke off in stomach" concers a male patient treated with a novofine 31 (disposible needle) form mar-2006 to apr-2006 and novolog mix 70/30 flexpen (dual-acting insulin aspart) from mar-2006 to present for type I diabetes mellitus. Information about the patient's other medical history was not provided. In direct contact with the patient, he reported that a little before 12:00 pm in apr-2006, while using a novofine needle to administer 45 lu of novolog, the push buttin on the flexpen jammed after 15 lu were delivered and it would not dispemse any more insulin. The patient reported that the needle broke off in his skin as he was removing the needle from the injection site.the patient's wife contacted his physician and she instructed her to take her husband to the emergency room (ER) in the morning. In apr-2006, the patient's wife drove him to the ER at 09:00. An x-ray was performed and revealed that the needle was in his abdomen.a surgeon tried to remove the needle, but had difficulty in doing so and decided it was best to leave the needle in for now and have a specialist remove it on 07-apr-2006.the patient was discharged later that day with a prescription for cephalexin (cefalexin) and was instructed not to go work, lift anything heavy or do anything strenuous. The patient reported that there have not been any changes in the injection site where the needle broke off since the event occurred.the patient stated that there were no abnormalities with the needle prior to the injection.the patient performed the evening injection without bending the needle and there was nothing done differently with how he injected himself.the patient takes approximately 95 lu of insulin per day and is familiar with the use of the product.he stated that stated that he never experienced any problems prior to this event.the patient performs an air shot prior to each injection and removes the disposible needle immediately after each injection. After the event the patient discontinued using the needles and switched to another unspecified type of needle to use with the flexpen without any further problems. The event was ongoing at the time of the initial report.the needle will be removed in apr-2006. The needle hub is available for examination and will be returned by the reporter. The patient refused to provide any additional information at the time of the initial report. Comment: reporter's causality: unk.